Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. Appearance and clog test were inspected for 7pcs retention parts, all results passed. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that 1 bd pn relion 32g x 4mm 3b tw needle was unable to deliver insulin or medication. The following information was provided by the initial reporter :   the consumer reported that the needles bend at the patient end and clogged during the injection.   Date of event: unknown. Samples: discarded.

Manufacturer narrative:
Date of event: unknown. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd pn relion 32g x 4mm 3b tw needle was unable to deliver insulin or medication. The following information was provided by the initial reporter :   the consumer reported that the needles bend at the patient end and clogged during the injection.   Date of event: unknown samples: discarded.